Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-15098, related manufacturer reference number: 2017865-2025-15100, related manufacturer reference number: 2017865-2025-15102. It was reported that a patient presented with infection and lead vegetation noted on the patient's defibrillation system. The system was explanted on feb 6, 2025. No further adverse patient consequences were reported.